Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure; the device closed, stapled and cut, but then would not open. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how were the two devices removed from the tissue? The device was not stuck on tissue. It just could not be reloaded for the next firing because it would not open. Was there any patient consequence? No patient consequence reported. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku.

Manufacturer narrative:
(B)(4). After further investigation with the account it was determined that two devices were not used, only one device. Therefore this file will be voided. Please reference medwatch # 3005075853-2013-06812 for complaint details on the one device.